Event description:
It was reported that the right ventricular lead displayed loss of capture and high pacing impedance. The atrial lead showed oversensing of noise. Both leads were explanted and replaced. There were no patient consequences.